Event description:
The medwatch states: nurse went to plug in bovie cautery cord into esu and bovie fired while resting on the pt's right upper rib cage. The pa (physician's assistant) in the room quickly removed firing bovie while the nurse immediately unplugged the device. Pt received 1/2 inch burn along with a 2 inch long bovie cord burn. Bovie was given to clinical coordinator and was replaced with a new bovie that showed no malfunction when plugged in. Burn was dressed with ointment, gauze and tegaderm.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.